Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out of range (oor) pacing impedance of greater than 3,000 ohms and high pacing threshold of 4.0v (volts) at 1.0ms (milliseconds). Additionally, it was noted that there was intermittent loss of ventricular capture observed on stored electrogram (egm). Due to the patient's advanced age, it was advised to not replace the lead. The root cause of the high oor pacing impedance and high threshold is unknown. Additional information received advised there was no pacing inhibition observed. The physician has decided to continue to monitor the patient. This rv lead remains in service and no adverse patient effects were reported.